Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The insulin pump had moisture damage at the electronic assembly. The basic occlusion, occlusion, prime and excessive no delivery tests could not be performed due to the unresponsive buttons. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner and a cracked reservoir tube lip.

Event description:
Customer called stating that she accidentally walked into a swimming pool while wearing her insulin pump. The device worked fine for twelve hours, but the buttons stopped working after customer changed out the batteries. Customer's blood glucose level is 415 mg/dl. She has not treated yet. The device was exposed to fluid when customer walked into the swimming pool. Customer was advised that the device needs to be replaced, and to discontinue its use and revert to a back up plan. Nothing further reported.